Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during placement of triple lumen catheter, the wire sheared apart. This occurred after access had been gained. The wire remaining inside the patient was intact upon removal. However, a second attempt had to be made to gain access and place the triple lumen catheter." The patient's current condition is reported as "unknown". Additional information was requested from the customer, however no further information has been given at this time.

Event description:
It was reported that "during placement of triple lumen catheter, the wire sheared apart. This occurred after access had been gained. The wire remaining inside the patient was intact upon removal. However, a second attempt had to be made to gain access and place the triple lumen catheter." The patient's current condition is reported as "unknown". Additional information was requested from the customer, however no further information has been given at this time.

Manufacturer narrative:
(B)(4) associated medwatch number includes: mw5157929